Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The patient reported undergoing a stryker infinity total ankle replacement in (B)(6) of last year. Approximately eight months post-implant, the device failed to properly integrate. The patient stated that diagnostic workup performed by the treating physician, including lab evaluation and CT bone scan, confirmed loosening of the tibial component, with suspected loosening of the talar component; imaging indicated loosening of both components. The patient reported extreme pain and stated she followed post-operative protocols. A revision procedure is planned using the inbone system.